Event description:
Iabp alarmed. There were 2 large helium leaks. Unable to reset and start pump for 3-5 min. Switched to another pump with no further problems. Pt's bp decreased during pump malfunction. Pump repaired by MFR after being removed from svc.